Manufacturer narrative:
During inspection and testing, the reported issue (angulation malfunction) was not confirmed. However, it was observed the bending angle in up direction was out of specification, and the gap of the up/down knob was out of specification, due to wear of the angulation wire. In addition to clogged j-channel, service found the water cleaning function was out of specification due to deformed nozzle, the condition of the light guide bundle was not good, the light guide lens was broken, the adhesive part of the bending section cover was broken, and there was a crease at the connecting tube protector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited angulation malfunction. The reported issue occurred while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the auxiliary water channel (j-channel) was clogged and foreign material was falling out of the channel. This report is being submitted for the malfunction found during evaluation (foreign material in j-channel).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to presume a further cause of the material clogging in the auxiliary water channel. No deviation from the instructions for use was observed. Olympus will continue to monitor field performance for this device.